Event description:
Major pump unit(s) involved: blood pump; external control system failure.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: blood pump; external control system failure. Additional text: episode of high power suggestive of thrombus passage thru rotor; red. Heart alarm resolved with controller change. Specific component(s) involved: other component malfunction, specify. Other component: unknown. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; other interventions, specify. Other intervention : increased inr parameters. Implant device type: lvad.